Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has electrical test fails code 50.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2024-02309. Please refer to mfg report number 2249723-2024-02309 for all information for this complaint event. Please cancel in your database.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during maintenance, the cs300 intra-aortic balloon pump (iabp) unit has electrical test fails code 50. No patients were connected.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.